Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a left heart catheterization with impella support. Reportedly, the proglide was preflushed successfully; however, after insertion, there was no bleed back through the marker lumen. After removing and re-flushing, there was still no bleed back upon re-insertion. It was found the iliac was severely diseased in this large patient; impella use was abandoned. The sheath was upsized to 7f and the interventional left heart catheterization procedure completed. Although there was no issue with vessel access in this deep access site, a second proglide was attempted after the procedure with no bleed back seen through the marker lumen as well. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.